Event description:
Boston scientific received information in (B)(6) 2010 that this device was generating beeping tones which started approximately one year ago. Technical services discussed the pattern and frequency of tones that the device would generate. Technical services recommended that the patient should contact the physician and have the device interrogated. Technical services was informed by the patient that the device had not been checked because he was frustrated with the previous physician and was not sure that the device was necessary. The patient stated that the device had never delivered therapy. The patient has scheduled an appointment with a new physician and plans to have the device checked.

Manufacturer narrative:
The available information suggests that this device remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing. Subsequently, boston scientific received information in (B)(6) 2011 that this local representative contacted technical services to report that this device's battery was completely depleted. The patient had heard beeping tones back in 2008 but elected not to report this observation. The patient was admitted to the emergency room (ER) with a heart rate in the 30 bpm range associated with slurred speech and lower extremity weakness. The local representative was unable to interrogate the device. The patient was never seen for an in-clinic follow-up. According to the patient, no shock therapy was ever delivered. The patient was scheduled for a device replacement procedure. Upon receipt at boston scientific's post market quality assurance laboratory, the device had no telemetry and a memory download could not be performed. The device is currently undergoing additional laboratory tests.

Manufacturer narrative:
The device casing was opened and an external power supply was attached. The measured current drain was normal. According to the boston scientific product performance report, the maximum longevity estimate for this device is six years. The root cause of the no telemetry was associated with a device that had been implanted for greater than the normal life expectancy. It was concluded that the device function was normal.